Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that rep called with pt as she is experiencing telemetry issues when recharging and getting the 1707 error code. Rep said this has been going on ever since starting to charge 2 weeks after implant. Rep said charger connects briefly, shows excellent or good connection and 10% charge and then disconnects after a few seconds. After repositioning during the call connection was only maintained for about 30 seconds before disconnecting again. Tss had rep reset the recharger and this did not improve or resolve the issue. Pt does use the belt when recharging. During troubleshooting the pt was experiencing, shocking, zapping sensations at the contact points of the recharger as well as between the ins and the lead. Tss reviewed how pressure around the area may give a momentary increase in stimulation. Tss asked, rep said they have the recharger over bare skin. Rep inspected pocket site and noted that it seems to be the appropriate depth but that it may be tilted inside the pocket as one end feels more superficial than the other. Tss recommended inspecting pocket further with managing hcp to determine next steps.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). The patient reported ongoing recharg ing related problems. They saw their managing physician again on (B)(6) and the doctor said the ins had flipped and maneuvered the ins back in placed through the skin. The doctor talked about going back in surgically and putting sutures around the ins to keep it in place. During that appointment the patient dropped the recharger and now they are repeatedly seeing the recharger not found message and still having difficulty charging the ins. Patient services reviewed troubleshooting to address recharger not found message. Toggled bluetooth off and back on, confirmed location was on, reset the recharger twice and attempted to re-pair the recharger and patient continued to see recharger not found message. Requested replacement recharger from repair. Patient was eventually able to successfully start ins charging session during the call stating they have to manually hold the charger in place at a particular angle. They cannot use the belt successfully because the ins is at an angle. On 2022-(B)(6), patient services reviewed pairing recharger to handset. Patient was able to successfully pair recharger to handset.

Event description:
Additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The rep reported that the cause of the ins being tilted/connection difficulties were unknown. The hcp was able to fix it. The shocking sensation was felt only during recharge. The sensation was occurring when the recharger was on bare skin. A layer of clothing resolved the sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.